Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest distributes a similar device in the us. As of the date of this report, the device has not been returned for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that "smokes and error code 179, 180, 024 occurred when the medical staff tried to dose the cardioplegic solution for the second time to a patient". The console was replaced and the procedure was successfully completed. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device evaluation showed that the wires and connector at the motor end of the cam motor cable were burnt and had melted. Fluid intrusion is suspected to be the cause of this issue. The point of fluid entry is unknown as no similar complaint has been received on this issue. Quest medical will continue to monitor complaints for trend.